Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The system logs were reviewed by service and they recommended replacement of the arc, probe. The customer replaced the part and the issue was resolved. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the arc, probe replacement. Tracking and trending was reviewed for the arc, probe and did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe or the architect i2000sr processing module for serial number (B)(4) was identified.

Event description:
The customer observed a discrepant false reactive architect toxo igg result for one patient. The following data was provided (units of measure = iu/ml): on (B)(6) 2020 sid (B)(6) initial result >200 iu/ml, repeat with 1:10 dilution = 3.0 iu/ml, repeat with no dilution = 0.2 ui/ml no impact to patient management was reported.